Event description:
It was reported that a 47-year-old female patient underwent primary breast augmentation with a 325cc mentor smooth round moderate profile and right side breast implant deflation and capsular contracture; baker grade unknown were found during bilateral explantation and replacement surgery with non-mentor devices on (B)(6) 2022. It was reported that the symptoms improved after surgery. Mentor is aware that the date of implant (B)(6) 2003) is prior to the manufacturing date (B)(6) 2003) of lot 263727. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation and capsular contracture; baker grade unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).